Event description:
Pt was found in a pool of blood. A t connector had pulled loose from the IV line. The pt lost approximately 20 cc of blood. The pt heart rate was 210 and hematocrit was greater than 40. 30 cc of normal saline was pushed in 10 minutes. The heart rate decreased to 160 and the hemocrit returned to 34.7.